Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the cable cut off. Due to the condition of the returned device, no functional test could be performed. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. However, when the device was disassembled and it was found that there was a cracked internal component. It could not be determined what may have caused the reported incident of the device was shorting out. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was shorting out. No patient consequence reported. No other details were provided.